Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented during a remote transmission, lead noise causing episodes of non-sustained right ventricular over-sensing were observed. Lead testing was discussed and the patient will continue to be monitored.